Event description:
Per information provided: (B)(6) 2009 - patient was diagnosed with reducible umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device 1). Per op notes, "an incision in the infraumbilical was done. The hernia sac was excised, a ventralex mesh (device 1) was placed using prolene sutures." (B)(6) 2012 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device 2 and 3). Per op notes, "an infraumbilical incision was done, there were adhesions to the previous umbilical hernia repair. The previous contracted mesh (device 1) was noted and the mesh was not removed. A medium ventralex st mesh (device 2) and a small ventralex st mesh (device 3) were placed into the defect using prolene sutures." (B)(6) 2020 - patient was diagnosed with recurrent ventral hernia thereby underwent repair. Per op notes, "taken down all the adhesions to the abdominal wall of the previous mesh. The prior mesh appeared to be intact however there was significant eventration of the mesh (device 1, 2 and 3) that were causing the bulge on the patient's abdominal wall."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the ventralex st mesh (device 3). Additional supplemental emdrs were submitted to represent the ventralex mesh (device 1) and ventralex st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.